Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were not available to stryker for evaluation. No further evaluation was possible. 3 devices were labelled for single-use. 3 devices were not reprocessed and reused. Device not received.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device broke during use. There was patient involvement. Two events occurred during a cranial procedure. One event occurred during a surgical procedure. There was no patient impact.